Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was successfully repositioned after lead was bothering an artery on the other side of the septal wall. This was causing the patient extreme discomfort. Should additional information become available, this file will be updated.